Manufacturer narrative:
Physio-control replaced the user interface and system controller pcb assemblies and observed proper device operation through functional and performance testing.  The device was then returned to the customer for use. The removed assemblies were further evaluated in the failure analysis center.  The cause of the reported issue was determined to be a thermally sensitive integrated circuit chip, designator u8 from the user interface pcb assembly.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had a service indicator present and a blank display.  Upon further testing of the device, it was observed that the device would intermittently not complete the boot-up process.  The device would beep, but nothing would appear on the display.  There was no patient use associated with the reported issue.